Manufacturer narrative:
Correction: g. Adverse event terms- added information. H. Type of reportable events did not reflect correctly in the initial MDR.

Event description:
No addition.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos and 1 unsealed connected to a miscellaneous connector of an unknown lot submitted for evaluation. The reported issue of component damage - no leak was confirmed upon inspection and testing of the samples. Analysis of the sample showed that there was damage to the q-syte connector. The top body of the q-syte connector had broken off into the luer that was provided. The septum of the device was also torn. Based off the damages observed we were unable to determine a root cause of the failure. The top body of the device can possibly be damaged during manufacturing, but it is also possible for the device to have broken during use. It is possible that the product was defective out of manufacturing, then broke during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Event description:
It was reported that bd q-syte closed luer access device the following information was provided by the initial reporter: q-syte was placed on right ij cvl for a cardiothoracic bypass surgery and taken to ICU. In ICU the clinicians went to change the propofol line due to completion of time/bottle. During exchange of the propofol line the q-syte silicone ¿bungeed¿ or stretched from the hard plastic housing, as it was adherent to the giving set (see photos). Required emergent change of q-syte for another needleless connector. Infection risk and altered sedation reported- biting on tube.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.